Event description:
A malfunction alarm was reported with a code of malf 0. There was no adverse impact to the customer¿s blood glucose level. Technical support provided instructions to reset the pump. After resetting, the malfunction code did not recur, and the customer was able to continue using the pump.